Manufacturer narrative:
No product was returned for evaluation. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
The user reported that the screen on the ilet device was not responding to touch. The user stated that the top half of the screen did not respond, although the screen could still be unlocked. The user also reported a crack on the screen and believed this may be related to the issue. A replacement device was arranged. Blood glucose was not affected.